Event description:
The customer reported that a burning electrical smell was coming from their laboratory's access 2 immunoassay system (serial number (B)(4)). The customer started a prime program and the access 2 immunoassay system made an unusual noise. The customer noted a hot electrical smell and powered off the access 2 immunoassay system. The customer did not note visible smoke, flame or electrical arcing. There was no report of injury to the operator. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse identified a burned component on the stepper motor driver pcb (printed circuit board) as the source of the burning electrical smell and replaced this part to resolve the issue. The replaced part was returned to the bec complaint handling unit (chu) for evaluation. The chu investigator confirmed that a burned h bridge component at u42 of the stepper motor driver board produced the burning smell. (B)(4).